Manufacturer narrative:
The autopulse platform was returned for evaluation. The DHR review did not identify any related complaint. A visual examination found a hole on the load plate cover due to normal wear of the platform. The archive review showed a fault 16- timeout moving to take up position of drive train motor and was confirmed during the functional testing. The reported complaint of stopped compression was confirmed and resulted from a defective drive train motor. This would account for the reported ua 16 and ua 24. After the autopulse was repaired, the platform passed all functional testing and meet all specifications. The platform was manufactured in 2006.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/15/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed.

Event description:
It was reported that during device check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) and ua 24 (timeout moving to "home" position) error messages. This occurred when compression were started. The platform was restarted and the errors had cleared. However when the compressions started the ua 16 error message displayed again. Technical support from (B)(6) visited the customer site and confirmed the ua 16 and ua 24, when the archive data was reviewed. The device will be sent to the us site for further investigation.